Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead and left ventricular (lv) lead lost capture, which resulted in approximately 60 seconds of loss of capture, with a few escape beats. The patient subsequently lost consciousness. Pacing outputs were increased to maximum output on both leads. The rv lead had exhibited non-capture at maximum output and the patient was only being paced by the lv lead, in electrocautery mode. As a result, the patient was moved to the cardiac care unit and was intubated. The loss of capture was thought to be due to a micro-dislodgement. The rv lead was removed and an old existing rv was used, with a lead extender. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip found no anomalies. Inspection of the lead body found cuts in the lead insulation, likely from the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.